Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the insertion linear rail screw backing out, preventing carriage travel. The fse also confirmed all other universal surgical manipulator (usm) insertion rails screws were tight. The usm was replaced to resolve the issue. The fse completed system test drive and verification afterwards without further issue. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical bilateral inguinal hernia procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) reported from offsite that universal surgical manipulator (usm) 2 carriage did not return during an instrument swap, and arm 2 status was yellow. The caller stated that the drape was reseated and the system was being power cycled. The procedure was completed as planned with no report of patient injury. At this time, it is unknown whether the procedure was completed using the original configuration. Isi followed up with the customer and obtained the following information: the customer ended up having the assistant hold the mesh with a grasper as a substitute to the malfunctioning arm. The arm was non-functional. The customer had to get creative to be able to complete the procedure. They were not able to use arm 2 and it was discontinued after the error. The arm did not move at all. It did not move freely with uncontrolled motion or in an unintended direction. The movements of the surgeon did not scale appropriately to the arm. There was no delay in movement or shakiness related to the arm. The procedure was completed robotically with the help of the assistant holding a grasper to help finish the case.